Manufacturer narrative:
(B)(4). The customer reported an intermittent failure during routine testing. There was no patient involvement. The device was evaluated by a 3rd party repair service and found to deliver the wrong amount of energy, where it would deliver 150 joules when set to 100 joules. The problem was resolved by replacing of the high voltage board. The device passed all post-service testing and was returned to the customer.

Event description:
The customer reported an intermittent failure during routine testing. There was no patient involvement.